Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a monitor malfunction. Device evaluation of electrode belt sn (B)(4). Has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a defective esd700 diode array on the distribution node pca. The root cause for the defective diode array could not be positively identified. Manufacture dates: monitor: 5/1/2014; electrode belt: 3/31/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on morning of (B)(6) 2018. The patient was reportedly at home and alone at the time of passing. The patient was found in her bed. Per review of the patient's continuous ECG recordings, the patient was last seen with a rhythm of atrial fibrillation with a rapid ventricular response at 200 bpm. Belt communication errors are seen in the download flag files, and there are no ECG recordings available after 9:47:05 on (B)(6) 2018. The patient was last seen in a non-treatable rhythm. There were no deficiencies alleged against the lifevest. No sustained ventricular tachyarrhythmias were detected. The patient's electrode belt was returned and was unable to communicate with a monitor. Reporting this event out of an abundance of caution as there is no available ECG data surrounding the patient's passing which could have been caused by the electrode belt malfunction.